Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 112 mg/dl. Customer was assisted in clearing alarm. Troubleshooting was performed and insulin pump did not alarm with plunger push but did alarm with reservoir change. Customer was advised that insulin pump, reservoir and infusion set was working as designed when changed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.